Event description:
Overinfusion. A nurse in the adult ICU programmed a pt's maintenance fluids and noticed that they appeared to be running too fast by the drip chamber. They stopped the infusion. No pt injury. Biomed tested the pump and confirmed the overinfusion. The pump was investigated by alaris and failed rate accuracy testing. The flow graphs indicated that there were periods of time where the flow was correct and periods of time when it was nearly unrestricted. Root cause found to be the upper right occluder spring that had broken and the broken piece, which consisted of the top 1 1/2 coils of the spring, was jammed inside the coils of the remaining spring. This was preventing the spring and occluder finger from extending forward enough to properly close off the tubing of the disposable set. The broken spring was determined to be the result of misassembly of the spring into the occluder finger. It was also determined that the device most likely worked properly until wear and fatigue caused the misassembled portion of the spring to break off and lodge inside between the mechanism frame and the coils of the remaining spring.